Event description:
The customer reported that the unit was leaking cidex solution. There were no physical complaints reported related to the leak. The asp technical services provided the customer the part number to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The customer requested part number for the disinfectant reservoir. Upon follow up by asp, the customer stated that the unit was now working. Customer repaired unit.